Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant results on four patient samples on a dimension vista 500 instrument. It is unknown if the discordant results were reported to the physician(s). During a review of the instrument files, it was discovered that patient samples had been dispensed into aliquot wells that other patient samples had already been dispensed into. The affected patient samples had been tested for aminotransferase (ast), alanine aminotransferase (alti), alkaline phosphatase (alpi), urea nitrogen (bun), creatinine (crea), c-reactive protein (crp), ferritin (ferr), sodium (na), potassium (k), iron (iron), magnesium (mg), gamma glutamyltransferase (ggt), high density lipoprotein cholesterol (hdlc), glucose (glu), cholesterol (chol), uric acid (urca), triglycerides (trig), lactate dehydrogenase (ldi), calcium (ca), total bilirubin (tbil), n-terminal probrain natriuretic peptide (pbnp), immunoglobulin a (iga), immunoglobulin g (igg), immunoglobulin m (igm), thyroid stimulating hormone (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Four patient samples (sids 1601100062, 4401100825, 4401100803, 4401100821) were repeated on an alternate dimension vista instrument. It is unknown if the repeat results were reported to the physician(s). The other three affected patient samples (sids (B)(6) were not repeated. There are no reports of adverse health consequences due to the patient samples being dispensed into the same aliquot wells as other patient samples.

Manufacturer narrative:
The cause of the patient samples being dispensed into aliquot wells containing other patient samples is unknown. Siemens is investigating this issue.